Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 2 of 2. It was reported that the patient experienced a loss of therapy. Programming was unable to provide resolution. X-rays were taken which confirmed that the patient¿s leads had migrated. As a result, surgical intervention may be pending to address this issue.

Event description:
Device 2 of 2, reference MFR report: 3008829311-2017-00844. Follow up revealed that the patient underwent surgical intervention on (B)(6) 2017 to have their leads replaced.